Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue monitoring the patient. However, they were still unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. The customer indicated the patient was expired throughout the call.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the clinical log indicates the customer was not in the correct lead view. The device was powered on in pads view; however, no pads were attached to the patient. The user then attached leads to the patient and the device is put into lead ii view. The device remains in either lead ii view of a lead avr view for the remainder of the case. The log does not show the user selected pads view using the front panel display button. Had the user selected any defib related front panel button the device would have changed over to pads view. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.